Manufacturer narrative:
(B)(6). During use, it was reported that the 8x20mm 135cm powerflex pro balloon catheter (bc) was delivered to the lesion and was attempted to be inflated. However, the balloon ruptured at its nominal pressure during its initial inflation. Therefore the powerflex balloon was replaced with a new balloon catheter and the procedure was completed. There was no patient injury. The lesion was the superficial femoral artery which was severely calcified. The device was not returned for analysis. A device history record (DHR) review of lot 82148552 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (severely calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, it was reported that the powerflex pro balloon catheter was delivered to the lesion and was attempted to be inflated. However, the balloon ruptured at its nominal pressure during its initial inflation. There was no patient injury. Therefore the powerflex balloon was replaced with a new balloon catheter and the procedure was completed. The lesion was the superficial femoral artery which was severely calcified. No other information was provided.